Event description:
A tiny metal shard was found in the product in the o.r. The product was implanted in a pt who suffered a fractured femur. The dr has inquired whether it may have any influence on the pt's healing process or current condition.